Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that, during patient use, the ventilator had a loss of communications. The patient was removed from the ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the gui to bdu cable. The unit passed all testing and operates within the manufacturing specifications.